Manufacturer narrative:
(B)(4). The actual complaint product was not returned for eval. A review of the device history record is not possible as no lot number was provided. Halyard health has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(6).

Event description:
This is the third of three reports for the same pt involving three separate products. Refer to MFR report number 9611594-2014-00156 for the first report. Refer to MFR report number 9611594-2014-00157 for the third party. It was reported by a nurse that a pt experienced three enteral feeding tube device failures within three months. Each enteral feeding tube lasted a month before it developed a pinhole and leaked. The hole was usually on the j-portion of the enteral feeding tube. The nursing staff states that the tubes will usually clog prior to failure. The pt was getting continuous feedings with an add'l bag of water to flush the tube every six hours. The staff was crushing the medications prior to infusing in the enteral feeding tube. The nurses have started using a lipase enzyme in the enteral feeding tube to prevent clogging of the tube. According to the nurse, the lipase enzyme will prevent clogging of the tube until the hole developsand the tube fails. There was no reported pt injury but the pt required medical intervention to replace the tube under fluoroscopy. The stoma site remained open and intact at the thime of the event. No add'l info was provided in regards to the pt's status and the outcome of the procedure.